Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in canada. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the unit was found to have a bent comb and was out of calibration. The comb and a washer were replaced, and the device was re-calibrated and resolved the reported issue. It was noted that the device was last serviced in 2020 and has not since been returned for annual preventative maintenance. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this device was sent in for preventive maintenance and there was no alleged product deficiency. During product evaluation, it was found that the unit had a bent comb. There was no patient involvement. Due diligence is complete and there is no additional information available.